Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(6) 2016. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected. The immucor laboratory also tested returned patient blood sample from the customer site on (B)(6) 2016, and the immucor laboratory was subsequently able to duplicate the unexpected negative outcomes that the customer site testing had unexpectedly demonstrated.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) with galileo echo instruments.